Event description:
Stated problem: consumer, at, male, (B)(6), presented lesions around anus and at the anal canal after 15 days of use of flexi seal. After evaluation by the nursing staff at the hospital, it was defined that the participation of product was small because the patient already had several injuries around the anus and does not tolerate position changes due to weight. There is suspicion that the product has caused the injury to the anal canal, however, it must be considered that the intestinal mucosa was already friable because of chronic diarrhea. From a clinical perspective, a stage IV anal ulcer possibly related to flexi-seal fecal management system (fms) use. The patient ((B)(6)) is reported to have expired (B)(6) 2012, but the cause of death or its relatedness to device use was not provided. Patient was bedridden and care givers reportedly had problems moving him on schedule because of his weight. His main diagnosis was copd with coronary insufficiency, htn, meningococcal disease and morbid obesity as comorbidities. Patient was on anticoagulants but rectal bleeding was not reported. The fms device was discontinued after 15 days of use when anal ulcer/necrosis was discovered, prior rectal examination did not reveal any abnormalities in the rectal/peri-rectal areas. Based on the information we have, the patient's demise does not appear to be related to the fms use but we have requested the definitive cause of death to clarify this point.

Manufacturer narrative:
The cause of death is given as: multiple organ failure. We have made repeated attempts to obtain the certified cause of death in this patient but that information is yet to be supplied to us. (B)(4).